Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump does not beep when reservoir is low but gets a written notice. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the crack on the screen and received a suspend error when suspend was not hit. The insulin pump will not returned for analysis.